Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue of white balance could not be achieved was unable to be confirmed. The device evaluation found that light guide connector damage, a chipped lens was found. The device evaluation also found that the outer tube was bent and had a dent. In addition it was found that the image was defective due to the broken light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported white balance could not be achieved with this scope and 4k camera head combination. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: light guide connector damage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.